Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8086696, medical device expiration date: 2021-02-28, device manufacture date: 2018-05-09. Medical device lot #: 8010920, medical device expiration date: 2020-12-31, device manufacture date: 2018-02-16. Medical device lot #: 8037509, medical device expiration date: 2021-01-31, device manufacture date: 2018-03-28. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock was leaking at the injection valve or on the tubing at the valve. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot numbers 8010920, 8037509, and 8086696. Bd engineers have noted a trend in these lots for leakage. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, leakage testing was performed on the sample submitted by the facility. The results of the tests were able to identify breaches between the housing and tap junction, as well as, in the injection valve. Previous investigations have found that the leakage between the housing and tap are caused by worn components in the manufacturing machinery. When worn down, these components can lead to an improper connection between the valve housing and the tubing of the device, causing a leak to occur at this junction. To prevent the reoccurrence of this event, the worn component was replaced on (B)(6) 2018. The root cause for leakage in the injection valve was determined to be a crack in the port. This crack could not be replicated at the conclusion of our investigation prevent our engineers from definitively associating it with our manufacturing process. Bd will continue to track and trend for this issued for this issue. Nogales will open a CAPA (#629955) not because of the cid as it is ¿no CAPA required¿ as per (B)(4) based on the severity and occurrence calculation, the reason to open the CAPA is to better support the exposure to external stakeholders, the focus of the CAPA will be batch 8037509 and sub-assembly lots related to that batch.

Event description:
It was reported that a bd connecta¿ stopcock was leaking at the injection valve or on the tubing at the valve. There was no report of exposure, serious injury, or medical intervention.